Event description:
A site reported that their dell x50 handheld computer was frozen on the interrogation screen and they could not interrogate and run diagnostics. A hard reset was performed and the handheld is working now. The patient will be scheduled to come back.